Event description:
Additional information received reported that the previously reported mi occurred one day post index procedure and not 6 months post index procedure. It was also reported that this mi event was unlikely related to the study stent.

Event description:
It was reported that the reported myocardial infarction (mi) was related to the target vessel. Ref MFR #9612164-2012-00194, 9612164-2012-00195.

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. Ap proximately 6 months post index procedure the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device. Ref MFR #9612164-2012-00194, 9612164-2012-00195.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4).